Event description:
It was reported that a pt was programmed at different settings than what was intended. The physician stated that the pt was previously set at 0.75 ma output current; however, when he showed up for his appt, his generator was set at 0 ma. The physician recalls performing device diagnostics, however, he could not recall whether or not he interrogated the pt's device after performing diagnostics to ensure that the pt's settings were correct. Additional information received from the physician revealed that he has seen the pt again and everything was okay. He has not had any additional problems and will not be returning his handheld or a copy of his flashcard for analysis. He does not suspect any device malfunction.